Event description:
A pt has a 10-year history of niddm and is being treated with glyburide. On event date, pt alleges that blood glucose was 58mg/dl. Pt reported feeling 'bad, sick and chest hurting'. Family took pt to ER where blood glucose was found 387mg/dl. Pt was initially admitted for hyperglycemia. Hospital stay was extended for cardiac testing. Pt was discharged four days after event date. Three new medications were added for pt's cardiac condition. No changes were made on the glyburide dosage. During contact with customer service, it has been reported that meter was set in mmol units modes. Reading from meter memory showed a blood glucose level of 5.8 mmol/l on event date. Pt had reportedly never cleaned meter or ever used control solution. Meter has been replaced. Pt has been trained on meter use. No allegations of harm have been made.